Event description:
The customer reported that the cradle remote control console (rui or remote user interface) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.